Event description:
It was reported that loss of aspiration occurred. An angiojet solent omni was selected for use in a thrombectomy procedure. During the procedure, while in the thrombectomy mode, the catheter did not aspirate the clot. There was no error message occurred, and no visible defects noted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.